Event description:
It was reported that the nurse had been trying to troubleshoot overshoot with patient temperature (pt). This is the second device . They've already changed out the probe and cables. Verified patient temperature using alternate sources and patient temperature confirmed. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 35c, water temperature (wt) was 20.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics, outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.2c, inlet temperature (t3) was 21.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 44%, water reservoir level (wrl) was 5, system hours were 333.8, pump hours were 289.1. Walked through draining 16 ounces of water from device. Restarted therapy. Called back 30 minutes later, water temperature (wt) was 37.6c. Discussed adding bair huggers or warm blankets if not contraindicated in their protocol. Sn (B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The root cause for the reported event is the device being overfilled. They've already changed out the probe and cables. Verified patient temperature using alternate sources and patient temperature confirmed. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 35c, water temperature (wt) was 20.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics, outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.2c, inlet temperature (t3) was 21.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 44%, water reservoir level (wrl) was 5, system hours were 333.8, pump hours were 289.1. Walked through draining 16 ounces of water from device. Restarted therapy. Called back 30 minutes later, water temperature (wt) was 37.6c. Discussed adding bair huggers or warm blankets if not contraindicated in their protocol. Sn dyhual044. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had been trying to troubleshoot overshoot with patient temperature (pt). This is the second device. They have already changed out the probe and cables. Verified patient temperature using alternate sources and patient temperature confirmed. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 35c, water temperature (wt) was 20.7c, water flow rate (wfr) was 2.7 l/m. System diagnostics, outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.2c, inlet temperature (t3) was 21.7c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 44%, water reservoir level (wrl) was 5, system hours were 333.8, pump hours were 289.1. Walked through draining 16 ounces of water from device. Restarted therapy. Called back 30 minutes later, water temperature (wt) was 37.6c. Discussed adding bair huggers or warm blankets if not contraindicated in their protocol. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.